Event description:
It was reported that the patient¿s pump was alarming, a single toned alarm, every hour since (B)(6). The patient was seen by her health care provider and noted the battery was at the elective replacement indicator (eri) and that she had until (B)(6) (on (B)(6) 2014). This was reported as normal battery depletion and the patient was told the alarm could not be silenced. It was at this time the patient started going through withdrawal symptoms: clammy, sweaty, shaking, flu-like symptoms, and nauseous. The pump alarm was reported to have become inaudible on approximately (B)(6). The physician had not silenced the pump and it was unknown why the alarm stopped. Since the pump alarm had stopped, the patient had been feeling ¿funny¿ starting (B)(6). The feeling came on suddenly and the patient did not know if it was a coincidence or if she was getting sick. The patient experienced sweats, shaking and nausea all weekend. Furthermore, the patient was advised to go the emergency room and that they would be able to replace the pump for her. The pump was used to deliver dilaudid; the concentration had been recently changed from 40 to 20. When the patient was seen at an appointment on (B)(6) 2014, the alarm sounded upon interrogation and an eri message was seen. The patient was taking oral pain medication. The pump replacement was performed on (B)(6) 2014 and the medication dose was to remain the same. The patient was informed not to take any oral medication until the pump dosing was optimized. The patient was to remain as in-patient until the dosing was optimal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10931r40, implanted: (B)(6) 2001, product type: catheter. (B)(4).